Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached a smart coil in the target location using the handle. The physician then advanced another smart coil into the target location and made multiple attempts to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil; however, while retracting, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician used the pusher assembly to push the detached smart coil into the aneurysm. The procedure was completed using a non-penumbra flow diverter. There was no report of an adverse effect to the patient.